Event description:
Customer reported a light anesthesia case. There was no reported pt injury. Conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested and the thermostat setting was found to be low to specification. Further, extensive corrosion was found on the flapper, flapper boss, and hinge clamps, causing the flapper to lift away from the sump and reducing the backpressure setting. The cause of the corrosion is due to the customer using non-medical grade air. The tec 7 user's reference manual warns the user to only operate the vaporizer with dry medical gases.